Event description:
Event verbatim [preferred term] burn with blisters with fluid in blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable other hcp. A male patient of an unspecified age (reported as over 55-years-old) and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2018 (reported as 3-4 weeks ago), the reporter stated the patient bought the back heatwrap in the pharmacy according to his physician's recommendation and experienced burn with blisters with fluid in blisters. It was reported the patient is still visiting the physician's office for unspecified treatment. Action taken in response to the event was unknown. Therapeutic measures taken included unspecified treatment from physician's office. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn with blisters with fluid in blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn with blisters with fluid in blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn with blisters with fluid in blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable other hcp. A male patient of an unspecified age (reported as over 55-years-old) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2018 (reported as 3-4 weeks ago), the reporter stated the patient bought the back heatwrap in the pharmacy according to his physician's recommendation and experienced burn with blisters with fluid in blisters. It was reported the patient is still visiting the physician's office for unspecified treatment. Action taken in response to the event was unknown. Therapeutic measures taken included unspecified treatment from physician's office. Clinical outcome of the event was unknown. Product quality complaints provided the following investigation information: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (16apr2018) follow-up attempts completed. No further information expected. Follow-up (09apr2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn with blisters with fluid in blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.